Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The cause for the reported "pop" remains unknown. Date report submitted to FDA by manufacturer: 12/21/2010. Date the initial reporter provided the information to the manufacturer: (B)(4)2010.

Event description:
It was reported there was a "pop" when using a coolflex ablation catheter. The pop occurred when the physician was using 30 watts of power with 15ml/min irrigation while performing an atrial flutter ablation procedure. No adverse consequences to the patient were reported.